Event description:
It was reported that the customer was in the hospital with a blood glucose reading of 528 mg/dl. The caller stated that she used the bolus wizard feature to treat the customer, and it suggested a 18.2 unit bolus. The caller stated that the hospital advised her to also give a manual injection of 10 units, and then call us to help her clear the active insulin. Advised the caller that there is no way to clear the active insulin. The mother became upset due to receiving wrong information by the hospital, and hung up. Called the mother back several times, but got no answer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.